Event description:
It was reported that the patient has expired after an implant duration of approximately 0.43 months. On 08/02/2010 (through follow-up with the health-care provider), a copy of the operative report was received. Unfortunately, the cause of death was not provided.per the operative report of (B)(6)2010: "the patient tolerated the procedure reasonably well and was taken the intensive care in critical condition."

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. The patient also had another device implanted; (B)(4). Through follow-up with the health-care provider (via fax), additional a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.